Event description:
Tip of intraosseous device broke off and portal retained in pt's sternum. Pt was informed and declined operative intervention to remove foreign body from sternum. Pt is still hospitalized from major trauma.